Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011, navilyst medical complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "guidewire fractured/migrated." No adverse trends were identified. As the guidewire is a purchased device for navilyst medical, a supplier corrective action request (scar) was sent to (B)(4) with a request for a DHR review. Their response stated that the product associated with the reported device lot met specification prior to shipment. Although the root cause of the reported device failure cannot be definitively determined without a sample to evaluate, based on the end user's event description of the guidewire going through the vein and into the soft tissue, the most likely root cause is user error. Navilyst medical incoming inspection process controls for the guidewire include visual inspection for damage or defects, as well as dimensional inspections and tip tensile strength verification. (B)(4).

Event description:
As reported by the end user hospital, "the PICC nurse was inserting the guidewire into the pt from the (navilyst medical xcela w/pasv kit) and the tip of the guidewire broke off into the pt. The PICC nurse feels that when they inserted the guidewire into the vein, that they went through the vein and into the soft tissue, where the tip broke off into. The rest of the guidewire was removed. The pt was consulted with a physician about the tip and the pt agreed to let it stay in the soft tissue. No surgery was needed. A new guidewire was placed to finish the procedure." The original guidewire was disposed of at the hospital.